Manufacturer narrative:
(B)(4). Results: (tight and severely calcified distal aorta). Conclusion: (tight and severely calcified distal aorta).

Event description:
An aneurx stent graft system was inserted into a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The distal aorta was straight, although very tight at 15-16 mm, and severely calcified. The access vessels were 10 to 12 mm in diameter and straight. It was reported that the physician attempted to deliver the aneurx device prior to any ballooning; however, the nose cone of the device could not be advanced past the distal aorta due to the tight, severly calcified anatomy, and the aneurx device ended up kinking. A pre-operative CT with contrast was performed; however, the calcium in the distal aorta was not recognized prior to the insertion of the device. The physician elected to balloon the vessels with an 8 mm and 10 mm pta balloon and then inserted a shorter aneurx device, which was deployed without issues. No clinical sequelae were reported, and the patient is fine.